Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm, the care giver (cg) noticed that the cassette was leaking. The technical service representative (tsr) advised the cg to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection, leak testing, clear passage testing and a clamp function test were performed with no issues noted. The device was also used in a simulation of a therapy, and there were no problems found. Therefore, the reported issue could not be confirmed and the cause was not identified. Should additional relevant information becomes available, a follow up medwatch will be submitted.